Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the device setup for patient use, the customer reported that the prime switch was not working on the thermogard console (sn (B)(4). The roller pump didn't run to start suk priming. The customer used arctic sun temperature management system to continue the therapy. No consequences or impacts on the patient.